Event description:
It was reported that patient underwent a distal biceps repair procedure on (B)(6) 2014. During the procedure, the toggleloc device did not pull the tendon completely into the bone tunnel. A second toggleloc was utilized to complete the procedure. A 90 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event.